Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving his product he was unable to test and experienced a medical event. The customer¿s wife initially called on (B)(6) 2019 and reported that her husband adc freestyle libre reader no longer displayed the unit of measurement (mg/dl) and the serial number (sn) is no longer readable. At the time of the original call, a replacement reader was ordered and but there was no report of any treatment. A customer called back on april 15, 2019 and reported the delivery issue and he over-sugared and subsequently lost consciousness. On (B)(6) 2019, the customer was hospitalized and diagnosed with hyperglycemia and was intravenously administered insulin and saline solution (dose unknown). Customer further noted he was still hospitalized during the time of the call. There was no report of death or permanent injury associated with this event.

Event description:
A customer called to report a delivery issue and noted that due to not receiving his product he was unable to test and experienced a medical event. The customer¿s wife initially called on (B)(6) 2019 and reported that her husband adc freestyle libre reader no longer displayed the unit of measurement (mg/dl) and the serial number (sn) is no longer readable. At the time of the original call, a replacement reader was ordered and but there was no report of any treatment. A customer called back on (B)(6) 2019 and reported the delivery issue and he over-sugared and subsequently lost consciousness. On (B)(6) 2019, the customer was hospitalized and diagnosed with hyperglycemia and was intravenously administered insulin and saline solution (dose unknown). Customer further noted he was still hospitalized during the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.